Manufacturer narrative:
(B)(4). Returned for evaluation was a 4fr berman catheter within a plastic bag. A 1.0cc control stroke syringe was returned connected to the inflation lumen. A 10ml syringe partially filled with flushing fluid was also returned with the device. No blood was noted on the device. The recommended volume capacity of the device is 0.60cc. Under microscopic inspection, stress marks were visible on the edges of the balloon. The inflation lumen was injected with 0.60cc of air using the returned syringe. The balloon inflated asymmetrically. The balloon did not meet specifications of radius ratio less than or equal to 2.0. The balloon held inflation for at least one minute. The balloon deflated in less than 3 seconds when the syringe was removed. The device was able to be aspirated and flushed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon inflates asymmetrically is confirmed. (B)(4) has been initiated to investigate the cause of this issue. The root cause of the complaint is undetermined.

Event description:
It was reported that the berman was inserted into the patient femoral site and the balloon did not open completely. Usually looks like a donut and only half of the balloon opened up inside of the patient upon insertion. As a result the md requested a 4 fr. Wedge pressure catheter for the procedure. There was no reported patient death, injury or complications. There was a delay in the procedure however no harm to the patient was reported.

Manufacturer narrative:
(B)(4). MDR-3010532612-2016-00024 ((B)(4)) for the second report involving the same patient.

Event description:
It was reported that the berman was inserted into the patient femoral site and the balloon did not open completely. Usually looks like a donut and only half of the balloon opened up inside of the patient upon insertion. As a result the md requested a 4 fr. Wedge pressure catheter for the procedure. There was no reported patient death, injury or complications. There was a delay in the procedure however no harm to the patient was reported.